Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 0147 competitor implantable tachy lead (B)(6) 2000. (B)(4).

Event description:
It was reported that the right atrial (ra) lead had low p-waves and threshold. An x-ray revealed the lead was fractured. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.